Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b, d.9., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, curved opening on anterior and delamination valve. A leak test and microscopic analysis was performed which identified delamination total of the valve, striated opening on anterior, sharp crease opening on posterior and brown particles inner device. Based on the device analysis the final assessment is delamination total of the valve (adhesive failure), a sharp crease opening on posterior assessed as fold flaw opening, and a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.